Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 477mg/dl. Customer¿s blood glucose level was 140 mg/dl. Customer¿s blood glucose was 400 mg/dl at the time of call. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.